Manufacturer narrative:
Received 1 used arcticgel pad kit. The visual inspection noted no obvious defects that would have contributed to the reported problem. The pads were reviewed and were noted to have use evidence; however, the pads were found t have the correct trim pattern. The energy connectors were found free of damages and presented a good connection. Per functional evaluation, the pads were submitted to the flow rate test with the arctic sun machine model 2000. The pads were connected to the arctic sun machine model 2000 for 10 minutes, see details below: left chest pad: a total of 1.95 l/min m2 of flow rate were registered during the test due to the pad was noted crushed; left thigh pad: a total of 1.91 l/min m2 of flow rate were registered during the test due to the pad was noted crushed; right chest pad: a total of 3.17 l/min m2 of flow rate were registered during the test; right thigh pad: a total of 2.54 l/min m2 of flow rate were registered during the test. The flow rate was found to be unacceptable for the left chest and left thigh pads. The flow rate of the others pads were found to be acceptable. The flow rate for this product must be above 2.4 l/min m2. The reported event was confirmed as manufacturing related. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads were giving a flow of 0.1-0.7lpm during therapy. There were 4 large pads in use with good coverage. The nurse checked the connections, looked for any kinks, and disconnected and reconnected the pads. The pads were emptied and the device was put into manual mode. The flow was 1.7lpm, inlet pressure was -6.9psi, and the circulation pump was at 47%. The nurse connected the pads one at a time. The right chest pad flow was 1.9lpm, the right thigh pad flow was 2.1lpm, the left chest pad flow fluctuated from 1.8-2.6 lpm, and the left thigh pad flow was 2.0lpm. She moved the left chest pad to a different port and the flow increase to 1.8lpm. She was unable to resume therapy in automatic mode as the flow was too low. Therapy was interrupted and a new set of pads were placed on the patient. Therapy was resumed with the new set of pads and the flow increased to 2.5lpm. The flow dropped briefly to 1.8lpm with the second set of pads, but upon disconnecting and reconnecting the pads the flow increased to 2.3 lpm. Therapy was able to continue with no further issues using the second set of pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads were giving a flow of 0.1-0.7 lpm during therapy. There were 4 large pads in use with good coverage. The nurse checked the connections, looked for any kinks, and disconnected and reconnected the pads. The pads were emptied and the device was put into manual mode. The flow was 1.7 lpm, inlet pressure was -6.9 psi, and the circulation pump was at 47%. The nurse connected the pads one at a time. The right chest pad flow was 1.9 lpm, the right thigh pad flow was 2.1 lpm, the left chest pad flow fluctuated from 1.8-2.6 lpm, and the left thigh pad flow was 2.0 lpm. She moved the left chest pad to a different port and the flow increase to 1.8 lpm. She was unable to resume therapy in automatic mode as the flow was too low. Therapy was interrupted and a new set of pads were placed on the patient. Therapy was resumed with the new set of pads and the flow increased to 2.5 lpm. The flow dropped briefly to 1.8 lpm with the second set of pads, but upon disconnecting and reconnecting the pads the flow increased to 2.3 lpm. Therapy was able to continue with no further issues using the second set of pads.